Event description:
Mako left tka with surgeon and the distal femur cut was deep by 1.1mm. Tracking as per requested by the hospital. All other cuts were fine. Mako attachment tray 3, mics tray 4 were used. Noticed when assessing the distal femur cut with the black x. "Deeper cuts observed during surgery, robot did not display alarm on monitor and did not cut power, surgery was completed using a cemented implant instead of cemented implant".

Manufacturer narrative:
Reported event: an event regarding inaccurate resection involving a mako tka software was reported. The event was not confirmed because the product was not available for inspection. Method & results: -product evaluation and results: review of the case session files was not performed as case session data was not provided. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob1058 was inspected and the quality inspection procedures were completed with no reported discrepancies: complaint history review: a review of complaints shows other similar complaints for tka software - inaccurate resection. Conclusions: the alleged failure mode cannot be determined because the relevant log files and session files were not available for inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened. Device not returned.